Event description:
It was reported that the very tip of the canal brush broke off into the pt and could not be located. It was reported that the hospital disposed of the device in question. No add'l treatment was provided to the pt as a result of this event. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
As of 08/25/2009, the femoral canal brush has not been returned for eval. No conclusion can be drawn.